Manufacturer narrative:
Device is a combination product. Date of event was estimated based on the aware date. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.75 x 16 synergy drug-eluting stent was advanced for treatment, but difficulty was encountered delivering the device into the lesion. The guide catheter was disengaged from the rca, the guidewire was removed from the lesion, and the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was good.